Event description:
It was reported that the surgeon revised an abg ii pt's left hip due to pain. Pathology retained explanted items.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.